Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was unable to inflate. There was reported patient injury. Mynx vcd was prepped according to the instructions for use (IFU). The balloon tried to inflate but failed. The vessel tortuosity was unknown. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd/calcium in the vicinity of the puncture site. The act during the procedure was new. Hemostasis was achieved with another mynx vcd. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have been remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Leak testing could not be performed on the balloon of the returned device due to the catheter lumen was clogged with dried contrast in saline solution. Visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A review of the manufacturing documentation associated with lot (f1913602) presented no issues during the manufacturing process that can be related to the reported event. The failure reported ¿balloon / inflation difficulty¿ and ¿balloon loss of pressure were confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon proximal neck. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Per the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the product history record (phr) review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was unable to inflate. The procedure was completed and hemostasis was achieved with a new mynx device. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The balloon tried to inflate but failed. The vessel tortuosity was unknown. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd/ calcium in the vicinity of the puncture site. The act during the procedure was new. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The device will be returned for analysis. Addendum: product analysis revealed a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon proximal neck.